Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus stents (x4) are being filed under separate medwatch MFR numbers. Restenosis is a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2010, the patient began feeling bad. On (B)(6) 2010, after a series of tests, myocardial infarction was diagnosed and a non-abbott stent was implanted in the obtuse marginal and a 3.0 x 15 vision stent in the diagonal artery. The patient was kept overnight for observation and was set to be discharged on the (B)(6) 2010, but before leaving the hospital the patient complained of chest pain. The patient was told that if chest pain continued, to return to the emergency room (ER). The patient agreed and was discharged. The patient went back to the same ER on 3 different occasions due to chest pain and was continually told there was nothing wrong. On (B)(6) 2010, the non-abbott stent in the obtuse marginal was ballooned due to 90% closure. The vision stent in the diagonal could not be re-vascularized. On (B)(6) 2011, a 2.25 x 12 promus stent was deployed inside the non-abbott stent, a 2.5 x 12 promus stent was implanted in the circumflex artery, and a 2.25 x 12 promus stent was deployed in the circumflex artery overlapping the 2.5 x 12 promus stent. On (B)(6) 2011, a 2.5 x 15 promus stent was deployed inside the vision stent. On (B)(6) 2011, the patient presented to the ER complaining of numbness on the left side, weakness, shaking, and stomach pain. The patient asked if it were possible to have a reaction to the drug eluting stents. The patient was scheduled to follow up with primary care physician on (B)(6) 2011. Results of the follow up appointment were not provided. Though requested, additional information was not provided.